Event description:
It was reported that during an unknown procedure, the vulcan generator was showing an alarm and did not connect. The procedure was successfully completed using a back-up device, a delay greater than 30 mins was reported. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Visual inspection observed multiple screws are in the wrong slots and the lid is misaligned. Functional evaluation revealed when attempting to activate the unit, the unit displays a rf disabled check return electrode. The unit was opened and found liquid damage, mold, and corrosion at and around the nem port. The complaint of errors was confirmed and a root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event, include exposing the unit to liquids or improper cleaning and sterilization methods causing corrosion to components. No containment or corrective actions are recommended at this time.